Event description:
It was reported patient stated stimulation was now concentrated in "midriff" area and knees. Patient stated stimulation was implanted for sciatic pain in both legs and lower back. Patient had been having this problem off and on for the past 9 months. Patient had reprogramming on (B)(6)2010 and stated on the way home stimulation bunched to "midriff area" and knees again. With stimulation concentrated in "midriff" area patient stated their urinary frequency has increased. Patient indicated there was no known accident or incident related to this event. Patient noted company representative thought there might be a problem with the lead that provided stimulation to the right leg. It was also reported patient experienced coupling and/or communication issues. Patient stated they can get 6-8 efficiency boxes shaded, but if they move at all, it will drop down a lot. Also, battery had changed positions over time. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4)